Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be linked to a user error as the bend tooth most likely resulted from lateral forces which also tightened the clamping mechanism so the saw blade could not get removed at customer site. The other findings were linked to component damage from normal wear. A device history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cutter device showed signs of heavy usage and one tooth was heavily bent, three more teeth showed heavy wear and were dull. It was noted in the service order that the device did not work properly at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.